Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during the process of catheter placement of powerpicc solo catheter, the teacher of the vascular access nursing clinic of the cancer hospital found that the guidewire pulled out was not smooth, a little rough, and the surface was similar to the presence of waxy substance, which occurred in a total of 5 cases. No other information provided, at this time. This file is for patient one of five.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged/defective guidewire is confirmed, but the root cause could not be determined. One photo and one video were returned for evaluation. The provided media shows a nondescript wire being held by the user in such a way to create a loop in the wire. The wire is largely out of focus, but small protrusions can be seen throughout the wire. In particular, protrusions can be seen near the index finger of the user and on the top left of the image. One of these protrusions, on the top left of the image, has a feathered appearance. As the images are out of focus, it is not possible to determine if the protrusions are use residue or something else. Additionally, the lack of detail makes it unclear if the depicted device is a component of the reported kit. Based on the available material for review, there were no distinguishing features in the returned media which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during the process of catheter placement of powerpicc solo catheter, the teacher of the vascular access nursing clinic of the cancer hospital found that the guidewire pulled out was not smooth, a little rough, and the surface was similar to the presence of waxy substance, which occurred in a total of 5 cases. No other information provided, at this time. This file is for patient one of five.